Event description:
The product was placed and there was difficulty with the guidewire, it broke off. The introducer, midway down the shaft while they were pulling the sheath apart, the lower half tore off. It was left in the patient's vessel, and they had to be taken to another facility to have it removed.